Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to their left lead migrating. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
Correction d4: device information has been corrected.

Event description:
Additional information received indicates that the left lead was explanted and replaced during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.